Manufacturer narrative:
All buttons were functioning properly on the insulin pump. However, corroded keypad traces were found on the pump and there was no button error alarm during testing. There was no moisture damage on the electronic stack, motor, battery tube, and vibrator assembly. The pump was received with a cracked reservoir tube lip, a minor scratched display window, and a cracked case at the display window corner. (B)(4).

Event description:
The customer's mother reported via phone call that the pump fell into the toilet water and now the buttons were not working. Customer's blood glucose was over 100 mg/dl at the time of the incident. Caller reported that there was fluid under the lcd display and there were no cracks on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.